Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a communication error (b30) was found which was attributed to a malfunction of the cable unit. The cause of the cable unit failure was presumed to be degradation caused by video connector damage or water intrusion. There was no history of repair found. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that hd camera head required a replacement charge-coupled device system and connection cable. In addition, functional check and electrical safety check was requested. During a standard service inspection of the customer returned device, a b30 scope communication error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, b30 scope communication error was noted. In addition, color fading/discoloration, damaged video connector, and non- water tightness were observed. The probable cause of the defects were due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.